Manufacturer narrative:
The meter and strips have been requested for return. No strips of lot 49682521 were available for return. The test strips of lot 50322621 were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr. Qc 2: 5.3 inr. Qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The patient pricked the same finger for the second measurement. Product labeling states: "if you need to redo a test, use a new lancet, a new test strip, and a different finger." Initial reporter occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 10:50 am, the meter result using strip lot 49682521 was 1.7 inr. At 10:57 am, the meter result was 2.1 inr. The customer used the same finger for these results. At 12:05 pm, the result from the meter using strip lot 50322621 was 2.5 inr. This result was believed to be correct. The therapeutic range was 2.5-3.5 inr and the patient tests once a week.